Event description:
It was reported that the user experienced recurrent low blood glucose with a lowest cgm reading of 70 mg/dl after meals while using a dexcom g7 continuous glucose monitor (cgm) and intermittently pausing and disconnecting the insulin pump, then reconnecting and announcing meals, which led to repeated post-meal drops; education was assigned and the event was characterized as a usage issue without a device component implicated. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. Investigation included communication and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified and improper procedure noted, and no applicable device component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.